Manufacturer narrative:
The article 'vertebral body replacement systems with expandable cages in the treatment of various spinal pathologies: a prospectively followed case series of 60 patients' in the neurosurgery journal, volume 63 (537-545) 2008, was reviewed. B5 has been updated as the additional two patients who experienced progressive dysphagia due to post-operative anterior migration of an implant were implanted with non-stryker devices. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device and complaint history records could not be performed as a valid lot number was not provided and could not be obtained. The author of the article confirmed that no additional information is available as this study was published in 2008. It is not definitely known if the migrated cage is a stryker device. Due to limited information available the root cause of the reported event cannot be determined conclusively. If more information is received this complaint will be reopened and updated.

Event description:
This record captures a review of 'vertebral body replacement systems with expandable cages in the treatment of various spinal pathologies: a prospectively followed case series of 60 patients' in neurosurgery journal (63:537¿545, 2008/ www.neurosurgery-online.com). Sixty patients participated in the study between october 2004 and november 2007, 11 patients were implanted with vlift cages. It was reported that one patient experienced acute hypotensive shock due to cage migration and consequent rupture of the aorta post-operatively. Immediate surgery with hardware removal, suturing of the vascular rupture, and second-stage implantation of a smaller cage resulted in a complete recovery.

Manufacturer narrative:
Status and location of the device is unknown.

Event description:
This record captures a review of 'vertebral body replacement systems with expandable cages in the treatment of various spinal pathologies: a prospectively followed case series of 60 patients' in neurosurgery journal (63:537¿545, 2008/ www.neurosurgery-online.com). Sixty patients participated in the study between october 2004 and november 2007, it is unknown how many patients were implanted with vlift cages. It was reported that one patient experienced acute hypotensive shock due to cage migration and consequent rupture of the aorta post-operatively. Immediate surgery with hardware removal, suturing of the vascular rupture, and second-stage implantation of a smaller cage resulted in a complete recovery. Additionally, two patients experienced progressive dysphagia due to post-operative anterior migration of an implant. The patients recovered completely after repositioning of their cages.